Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of t-wave oversensing. The episodes were noted via remote transmission. Programming changes were not made at this time. The patient is doing fine.

Event description:
New information received indicates that programming changes were made.